Manufacturer narrative:
Analysis of the log files from the AED did not identify a low battery warning or a failure of the AED to power on with the reported battery pack (B)(6). Log files showed the AED operated as designed.

Event description:
A customer reported their AED will not power on. They reported this did not occur during patient use.